Event description:
One of the ports on a triple lumen catheter began leaking shortly after insertion. The line did not need to be replaced. This port was not used. French #7, 16 inches in length, and 0.32 diameter guide wire. No other packaging information available.